Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was damage to the system controller's black power cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files. The reported event of damage to the black power cable was confirmed via the submitted images. On (B)(6) 2024 at 08:54:31, the log file captured active backup battery fault alarms due to the backup battery not passing the load test. The exact onset of the alarm is not captured, therefore the cause for the load test not passing is unknown. The alarm cleared the when the next data was captured on (B)(6) 2024 at 08:54:25. This sequence of events occurred again on 09dec2024 at 08:52:37 and cleared by 10dec2024 08:52:31. The backup battery fault alarms did not impact the system controller¿s ability to support the pump. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. This section also instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate 3 patient handbook was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient's system controller and modular cable were exchanged due to concern after a pump stop and multiple emergency backup battery (ebb) faults on the controller that did not resolve after the ebb was reseated. The patient tolerated the exchanges and had no further alarms while in the office.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.